Event description:
The customer reported the ventilator alarmed during use due to an air source fault. The customer reported the device was in use on a pt and there was no pt harm. The MFR's svc tech was unable to duplicate the reported problem. The ventilator log history confirmed there was an air source fault due to an air motor error, in addition to a gas supplies lost safety valve open alarm, which indicates the oxygen source is either disconnected or not detected by the oxygen pressure switch. The loss of both air and oxygen gas supplies will affect the function of the ventilator. During extended self testing the svc tech replaced the exhalation flow sensor cable. Extended self testing was completed and all tests passed to operating specs.

Manufacturer narrative:
Na